Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went into the swimming pool with the insulin pump attached to them. The caller stated that they dried the device. All of the buttons were functioning properly and there was no moisture inside of the device. The customer's blood glucose was 130 mg/dl. Nothing further was reported.